Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-02815. It was reported during a reprogramming session on (B)(6) 2017, a company representative was unable to provide stimulation coverage to the patient's targeted area of pain (left side). X-rays revealed lead migration. Surgical intervention may be undertaken to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-02815. Follow-up information reveled the patient underwent surgical intervention on (B)(6) 2017 wherein the existing leads were repositioned. Reportedly, effective stimulation was achieved following the procedure.